Manufacturer narrative:
Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output, and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require an explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, after valve deployment on an off-label procedure, a post-dilation was performed to further expand the valve due to mitral calcification. However, after post dilation, there was an immediate increase in the lvot gradients despite a lampoon procedure. Therefore an emergency septal ablation was performed. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : valve remains implanted

Event description:
During a tmvr in mac with a modified 29mm s3u via transseptal/tfv approach, there was a left ventricle outflow tract (lvot) obstruction with septal ablation. This was considered an off label case. Per medical review, elective and classified as "successful" tmvr in mac with a modified 29mm s3u via transseptal/tfv approach. A cardiovascular patch was sewn to the skirt of the 29mm s3u valve prior to implant to reduce/prevent paravalvular leak (pvl). Concurrent lampoon procedure prior to valve implant was performed. The procedure was described as a "successful severe pvl closure with 2 avp ii plugs, asd closure". There were no ew device malfunctions stated. During the tmvr, the valve was deployed 60/40 with severe pvl at implant. The valve frame could not expand fully due to mitral calcification. Upon completion of post dilation an "emergency" septal ablation had to be performed due to an immediate lvot gradient increase of 128mmhg, despite performing the lampoon procedure at the initiation of the case. The gradient was reduced to 30mmhg. The pvl remained "severe" therefore 2 avp plugs were placed to reduce the pvl.